Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025 (for two events). The event occured after 3 or more hours of insertion (insertion was made at abdomen). The blood glucose levels were high and treated with correction injection via multiple daily injection. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.